Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes with k2e had coagulation. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd microtainer tubes with k2e had coagulation. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and all tubes were observed to contain additive. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to the additive as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, no issues were observed with the incident lot as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.